Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2021-00201. Under the same suspect medical device but an incorrect manufacturer name, city and country. No patient demographic information was provided. An investigation was performed for architect stat troponin-I reagent lot 30327un21. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; the patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 30327un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 30327un21. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent lot 30327un21 was identified.this issue was previously reported under MDR number (B)(4) under the same suspect medical device but an incorrect manufacturer name, city and country.

Event description:
The customer identified falsely elevated troponin results for one patient. The customer uses the normal range 0.01 to 0.03 ng/ml for troponin. The following result information was provided: sid 216970 initial result 0.444 ng/ml, repeated <0.03 ng/ml, repeated on another analyzer <0.03 ng/ml no impact to patient management was reported.